Manufacturer narrative:
Vyaire medical file identification: (B)(4) at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator has multiple alarms "vent inop/inoperable, high peak high fio2/fraction of inspired oxygen, extended peak pressure that will cause the safety valve to open. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted.